Manufacturer narrative:
The reported complaint that the autopulse platform (sn 33958) is displaying a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that will not clear was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was the failure of single point load cell #2, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in august 2017 and is over 5 years old, past its expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed user advisory (ua) 07; thus, confirming the reported complaint. The archive also showed user advisory (ua) 17 (max motor on-time exceeded during active operation). As mentioned by the customer, the (ua) 17 was cleared during the event. The platform failed initial functional testing due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The over-reporting single point load cell #2 was replaced to remedy the complaint. (Ua) 17 observed in the archive was not replicated during functional testing. The brake gap was inspected and verified to be within specification. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Following service, the autopulse platform passed the load cell characterization check without issue. The platform also passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number 33958. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The customer reported the autopulse platform (sn 33958) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) during patient use, however, the (ua) 17 cleared on its own. Then, when the patient shifted, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The crew switched to manual CPR for several minutes. After repositioning the patient, the (ua) 07 was cleared. The patient was pulseless when the crew arrived and remained pulseless. The customer reported there's no way to know if the machine malfunction contributed to the patient's status. However, the msa evaluated the incident, and it was determined that the death was not related to the autopulse device. The platform was not used for 5 days. Now, the customer reported the platform is displaying (ua) 07 that will not clear.